Event description:
The patient received his scs system, including an ipg, on (B)(6) 2007. According to the patient, he recently underwent an MRI. Since the MRI, the patient advised, he has been unable to turn his stimulation off. Interrogation of the ipg indicate that the stimulation is currently off. The physician conducted further examination of the patient. He concluded the ipg was too large for the patient and suspected it was pressing on a nerve, causing the patient to feel a stimulation-like effect. The ipg will be explanted and replaced with a smaller model. It is currently unknown if the ipg will be returned to the manufacturer for analysis after it is explanted. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.